Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary segmentectomy procedure. The stapler did not fire. The surgeon was able to press the green button and was able to squeeze the handles. In order to resolve the issue and complete the case, the reload was replaced. There was no patient harm. The current status of the patient is well.